Manufacturer narrative:
The reported event is confirmed. This is related to an instability of a windows software when performing the interrogation in bluetooth. This is a known issue; this will be traced for future improvements. The possible work arounds to limit the occurrence of this behavior are: manually shut down the tablet; then restart it after a few seconds. In case of recurrence, send it back to the after sales center to reghost the tablet.

Event description:
Bluetooth not activated at the talentia's interrogation. A bluetooth's activation attempt with an alizea was performed but again it was not successful.